Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 3 lines, 3 it transpac® transducers, 60 inch (152 cm), 03 ml/hr flush device, macrodrip where it was reported that the cvp transducer (blue) had a large pressure offset of over 240mmhg while in use with patient at the hospital. The issue was not resolved and the steps taken to resolve the issue were that the transducers were removed from use and replaced with alternatives. There was patient involvement, and no patient harm noted.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.